Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. This case is still in progress. If additional information is obtained, a follow-up report will be submitted. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On may 23rd, the user contacted dario to report low blood glucose (bg) readings. The user reported receiving from her dario meter a bg reading of 122 mg/dl compared to a bg reading of 169 mg/dl from her non-dario meter.